Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the distal end of the guidewire. Multiple bends were observed throughout the guidewire. The tip of the guidewire could not be seen clearly in the photograph. It could not be determined if a burr was present on the guidewire. No further details of the bends could be discerned in the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported prior to inserting a catheter into a patient, a client from the department of hematology at the hospital conducted a routine pre-insertion quality inspection and discovered that the guidewire had burrs, rendering it unusable. No further information was provided.